Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 200806. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, brownish drops were observed in the top web (paper) portion of the blister package. It has been determined that these drops resulted from condensation in the packaging machine, created by the high temperatures used for packaging the needles.

Event description:
It was reported that the bd microlance¿ 3 needle blister pack was discolored. The following information was provided by the initial reporter: "during production several dirty needles were found."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle blister pack was discolored. The following information was provided by the initial reporter: "during production several dirty needles were found."